Manufacturer narrative:
It was indicated that the device will not be returned for evaluation (discarded by facility). If there is any further relevant information obtained, a supplemental medwatch will be filed. We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that during a pulmonary vein isolation procedure preparation, a versacross connect for faradrive was selected for use. It was noted that the device was kinked. During unpacking, it was felt unusual to touch the boundary between the proximal metal needle and coating. Thus device was replaced and the procedure was completed. No patient complications reported.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. Device technical analysis: it was indicated that the device was disposed; therefore, a technical analysis of the complaint device could not be completed. The reported allegation cannot be confirmed. Investigation conclusion: based on the available information and since the device has not returned for analysis (disposed at the facility), boston scientific's investigation findings were unable to establish a clear conclusion about the cause of the reported event. Based on the alignment of events, the root cause selected for the event was 'cause linked to device but unable to trace more specifically.

Event description:
It was reported that during a pulmonary vein isolation procedure preparation, a versacross connect for faradrive was selected for use. It was noted that the device was kinked. During unpacking, it was felt unusual to touch the boundary between the proximal metal needle and coating. Thus device was replaced and the procedure was completed. No patient complications reported. It was further reported that there was no coating issue noted.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated fields describe event or problem (b5), in section b - adverse event or product problem, and device code (f10 and h6), in sections f - user facility / importer report information and h - device manufacturers only. It was indicated that the device will not be returned for evaluation (discarded by facility). If there is any further relevant information obtained, a supplemental medwatch will be filed. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that during a pulmonary vein isolation procedure preparation, a versacross connect for faradrive was selected for use. It was noted that the device was kinked. During unpacking, it was felt unusual to touch the boundary between the proximal metal needle and coating. Thus device was replaced and the procedure was completed. No patient complications reported. It was further reported that there was no coating issue noted.